Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to perform a ketone test with her adc freestyle libre reader due to the test not starting after the blood sample was applied to a test strip. Upon further troubleshooting with a different test strip lot, the customer was successful. Customer further reported that on (B)(6) 2018 she experienced hyperglycemic symptoms of vomiting, fatigue, diarrhea, and increased thirst. Customer self-treated with "8-10 units" of novorapid insulin, and self-presented to a hospital. Customer was diagnosed with diabetic ketoacidosis and was admitted to the hospital for 2 days. Customer does not recall the exact treatment administered but reported receiving an insulin infusion. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported being unable to perform a ketone test with her adc freestyle libre reader due to the test not starting after the blood sample was applied to a test strip. Upon further troubleshooting with a different test strip lot, the customer was successful. Customer further reported that on (B)(6) 2018 she experienced hyperglycemic symptoms of vomiting, fatigue, diarrhea, and increased thirst. Customer self-treated with "8-10 units" of novorapid insulin, and self-presented to a hospital. Customer was diagnosed with diabetic ketoacidosis and was admitted to the hospital for 2 days. Customer does not recall the exact treatment administered but reported receiving an insulin infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the precision strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.